Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they received emergency medical assistance due to a low blood glucose and car accident on (B)(6) 2020. The customer's blood glucose was 20 mg/dl and 40 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did mention they felt off before entering their vehicle. The customer was wearing the insulin pump during the incident. The customer was not using sensors at the time of the incident. The customer declined troubleshooting as they did not have time. The customer indicated they did not believe the product was at fault. The customer also mentioned sensor issue at the time of the call. The insulin pump will not be returned for analysis.